Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for a cardiac procedure which was completed after several restarts, and the geo was working correctly. There was a delay in completing the procedure while restarting the lab. A philips field service engineer (fse) went onsite and confirmed that the table began free floating. The analysis of the system log file found a mismatch in the table's longitudinal position, causing the error. The fse performed a table longitudinal position adjustment. This issue was not able to reproduce the error while moving table in multiple directions, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that while the table was pivoted and the tabletop was being panned, the system experienced an error and partial loss of geometry movements. The system was in clinical use at the time of the reported event. There was no reported patient or user harm.